Event description:
Patient received ipd customized implant in 2005, by a surgeon at a different location. Dislocation occurred after 18 months of implantation. Patient had device removed by reporting physician and the patient is scheduled for a total knee replacement.

Manufacturer narrative:
Device was within specfication. Physician noted on operative records that knee deteriorated from the time of implant justification and patient may not have been an appropriate candidate for this minimally invasive surgery.